Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that rep met with the patient yesterday and had trouble re-programming the patient's therapy at that time. Rep states she "shut it down" and tried to use other electrode configurations. Rep states she needed to use the right side but was getting better therapy coverage on the left side, however when they used the right lead, which is at t8, the patient was feeling therapy in their upper right abdomen and ribs. Rep states they feel the lead on the right is more lateral than the left lead. Rep stated they used different electrode configurations to obtain coverage, including a double guarded configuration and bipole on the right and left sides. Rep states the left lead is more midline and gives the patient bilateral coverage, whereas the right lead gave more unwanted stimulation. Rep also reported the patient is experiencing difficulty with being able to raise intensity. When the rep met with the patient yesterday, rep states they completed an impedance check which revealed impedance of 40,000 ohms on electrode 12. Rep later states the patient had high impedances on 8-12. Rep states they were able to program the patient to obtain wanted sti mulation, and plans to follow up with the patient in a week. Rep asked technical services (tss) if the lead should be revised, however tss advised rep to discuss this with the physician. Rep states they are unsure how long this has been going on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the doctor was aware of the situation and was going to work on authorization for a revision. Authorization has not been approved and if it is, hcp will do a revision.

Event description:
Rep reported that the cause was unknown. No other actions are planned at this time. Patient's weight was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.